Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent a primary breast augmentation with unspecified saline mentor breast implants and experienced deflation on the left side and baker grade ii capsular contraction on the right side post-operational. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 350cc, catalog number 3503504bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the right side.